Event description:
A user facility reported that during an unspecified procedure while using the evis exera iii bronchovideoscope, the rubber seal at the distal end came off inside of the patient. It was retrieved with forceps. Additional information was requested multiple times, but was not received.